Event description:
It was reported that the pt underwent diagnostic angiography for increasing exertional dyspnea and anterior-apical ischemia and hypotension during exercise testing performed in 2002. Pt was found to have in-stent re-stenosis of the entire length of the lima-lad graft niroyal 15x3.0mm stent previously placed in 2001. It was also noted that the stent had fractured and was in two separate pieces with a 3mm gap at one edge. The physician indicated the fracture site was in an area of significant torsion and movement in the artery. He indicated that he believes that the fractured stent had little, if anything, to do with the pt's symptoms and subsequent return to the cath lab. He indicated the symptoms were likely due to the in-stent re-stenosis. The physician indicated that due to the fractured stent, re-intervention for the in-stent re-stenosis was not a desirable option at this time. The pt is being maintained on medical treatment.